Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition unknown.

Event description:
The manufacturer became aware of a study from university of (B)(6), USA which was published in july 2010. The title of this report is ¿safety and efficacy of conversion from external fixation to plate fixation in humeral shaft fractures¿ which is associated with the stryker hoffmann ii fixation system. Within that publication, postoperative complications/ adverse events were reported which occurred between june 2003 and august 2007. A review of the complaint handling database revealed that the events have not been previously reported by the hospital or by the author of the publication, therefore 2 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses draining sinus at the distal pin site. The study states, "one patient developed a draining sinus at the distal pin site 8 weeks after internal fixation. The pin site was debrided locally, and the infection was controlled without plate removal. [...] One draining sinus of a previous pin site was successfully treated with local debridement without implant removal because the plate had been placed through an incision remote from the infected pin site."